Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed flow transducer test during pre-use check. The ventilator was investigated on site by our field service engineer and reported issue confirmed in the provided device logs. Further investigation revealed that the o2 gas module was defective. Issue resolved by replacing the defective o2 gas module and ventilator was handed over to customer in working condition. However, no part returned for investigation. Therefore, no root cause can be established. The air and o2 gas modules regulate the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure.